Manufacturer narrative:
On (B)(6) 2013 called customer and number was non working. Email was undeliverable. Sent letter to address given requesting a call back. On (B)(4) 2013, request for dental info in relation to this claimed incident was sent to the consumer.

Event description:
On (B)(6) 2013, customer claims that the unit has caused five of her teeth to chip. She claims she has been using the unit for two weeks and now has to go the dentist to get her teeth fixed.